Event description:
The patient was revised on (B)(6) 2021, approximately 11 months after the primary surgery on (B)(6) 2021. The revision was due to dislocation . The surgeon explanted the standard humeral cup (36/+3) and implanted a stability humeral cup (36/+6).